Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were intact, and the device was observed to have no external damage. The device?s event history log was reviewed for evidence of the reported event, ?backup audible alarm post? Error was found. To conduct functional testing the device was powered up. Upon power up, the device?s reported problem was duplicated. To address the issue the mainboard was replaced, which cleared up the problem. There was no observed external damage on the mainboard. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Event description:
It was reported that the pump had a background audible alarm. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.